Event description:
It was reported that the customer was vomiting and hospitalized due to diabetes ketoacidosis. The blood glucose reading was 371 mg/dl. Troubleshooting was performed. It was stated that the customer was treated with manual injections. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.